Event description:
The customer reported a white cloudy object inside the auxiliary water channel during inspection for use involving an Olympus colonovideoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.This MDR was submitted during the system outage from (b)(6) 2026 which may result in a delay of receipt of all of the acknowledgements.